Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced no readings. The glucose value was blank on the insulin pump screen; there was no inaccuracy or error message. The patient was not feeling well and was taken to the hospital, where her bg was over 600 mg/dl. She was treated with insulin and discharged the next day. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.